Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not connecting to the communicator, showing yellow sending waves, and showing yellow collecting wave (ycw). A boston scientific technical services (ts) assisted the patient in troubleshooting. A force call was performed and yellow sending waves observed. A patient initiated interrogation (pii) was performed and was showing yellow collecting wave. This ICD was unable to be connected to the communicator after troubleshooting. This patient claimed that the clinic took away their communicator and that they needed a non-boston scientific communicator. Ts recommended the patient follow up with their clinic to confirm that they have the correct communicator and to verify this ICD's radio frequency (rf) settings. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.